Manufacturer narrative:
Medical device brand name is shortened from bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. Initial reporter phone number: (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, it was reported that there were instances of tubes pushing off of the non-patient end needle.